Event description:
Patient, who is using a novofine needle to administer insulin due to diabetes mellitus, reported that the needle broke off in the abdominal wall during administration. The pt went to the hosptial where an x-ray was performed; however the broken needle was not found. The treating physician suggested that the pt should visit the hospital again after half a month. It is reported that the pt does "not feel uncomfortable" in any way. The pt has been re-using the needle for almost a month.